Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed 150 units while caller expected 260 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined email resources, and technical support advised caller to contact again for troubleshooting if issue occurred actively, which caller acknowledged.